Manufacturer narrative:
The field service engineer (fse) found that there was rinse mechanism tubing rubbing up against the cover and the cell detergent vacuum tubing had a hole in it. The vacuum and rinse mechanism tubings were replaced and flushed and the rinse mechanism dispensing levels were adjusted. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 and a1c-2 tina-quant hemoglobin a1c gen.3 results for 2 patient samples on a cobas 6000 c (501) module. The initial results were reported outside of the laboratory. The samples were repeated the next day due to analyzer hardware issues that were found. On (B)(6) 2022, patient 1 had an initial glucose result of 59 mg/dl. The sample was repeated the next day after the analyzer was serviced. The repeat result was 139 mg/dl. On (B)(6) 2022, patient 2 had an initial hba1c result of 12.5%. The sample was repeated the next day and the result was 5.7%. The repeat results were deemed correct. The glucose reagent lot number is 65281701 and the expiration date is 31-oct-2023. The hba1c reagent lot number is 62959801 and the expiration date is 31-dec-2023.